Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for eval. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device's lcd color cable was replaced as a precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.